Manufacturer narrative:
The device was evaluated, and found to be performing to specification.

Event description:
It was reported that the safety bar on the cot allegedly jammed between the ambulance door and the ambulance wall. It was reported that the operators pried the cot free. No adverse consequence was alleged.